Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 5 mg/ml of morphine at 1.3 mg/day via an implantable pump for non-malignant pain. It was reported the patient¿s pain was well controlled, but the pump was repositioned because it became loose in the patient¿s original pocket (in the right front abdomen) and it was resting on the patient¿s ribs and irritating the rib cage. The doctor revised the pump and pocket by disconnecting it from the catheter and relocating the pump to the right rear flank. A new proximal piece of the catheter was added. There was no known cause for the issue. Regarding diagnostics/troubleshooting performed, direct visualization was used. It was indicated the issue had resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Patient medical history, and other medications being taken at the time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep did not know the patient's exact weight, but estimated the patient weight to be about (B)(6)pounds.